Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trigger of the device was not returned back after holding the trigger. The jaws of the device remained closed. It was possible to open the closed jaws by pushing the trigger. Unknown how case was completed. Surgery was prolonged 15 minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.